Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gains quite a bit of time. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer states they had to set the time back but it consistently gains time. Customer had done with the self test already. Customer did not want an additional follow up, as they were busy. The device will not be returned for the analysis.